Event description:
A nurse at the user facility reports that during intraocular lens (iol) implant surgery, a crimped haptic was noticed after the iol was inserted into the eye. The incision was enlarged to facilitate removal of the iol. Additional info has been requested.